Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was a dislodgement of the anchor for the rotator cuff for the shoulder, resulting in patient involvement.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: dislodgement of the anchor. Probable root cause: "design: inserter/anchor interface not sufficient to withstand anchor tensioning; insufficient material strength. Process: anchor/inserter not manufactured to specification; improper assembly of anchor onto inserter. Application: excessive force during tensioning; user applies moment arm to thumbwheel; too much suture wound into anchor; too much initial slack in suture; too much initial tension in suture; soft bone results in anchor pullout during tensioning, bone cannot retain anchor to withstand tensioning forces; loading of more than 4 suture tails into anchor. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that there was a dislodgement of the anchor for the rotator cuff for the shoulder, resulting in patient involvement.